Manufacturer narrative:
The following functional tests were performed: the engineer went onsite and attempted to power on the device - which was successful. An operational test was done and passed. Results of functional testing indicate there was no fault found with the device at the time of inspection. The device remains at the customer site fully functional.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needs to be scrapped. There was no patient involvement.